Event description:
U.s. Customer contacted cepheid to discuss patient results. On (B)(6) 2021, a sample was collected from the symptomatic patient and processed per pi on xpert xpress sars-cov-2/flu/rsv, which resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative. The result was reported to a physician. On (B)(6) 2021, a second sample was collected from the patient and processed per pi on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to a physician. On (B)(6) 2021, a third sample was collected from the patient and processed per pi on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to a physician. On (B)(6) 2021, the original sample that was being stored in the freezer against pi at the customers site was retested per pi on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to a physician. Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.

Manufacturer narrative:
Third swab did produce a very weak sarscov2 curve. Patient was symptomatic, but prolonged symptom duration prior to specimen collection. The likely root cause is target near limit of detection or near cut off. No known impact to patient, who was considered positive for sarscov2. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note for section device evaluated by manufacturer: answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.